Event description:
The customer called for help with her contour meter. While troubleshooting, she performed control tests and received a result of 175 mg/dl. The normal control range was 99-133 mg/dl. No adverse events were alleged. The customer is to return the test strips for evaluation. Replacement test strips were sent to the customer.